Event description:
A report was received that the patient was experiencing charging difficulties. It was determined that the patient's ipg was implanted upside down. The patient underwent a revision procedure where the ipg pocket site was relocated and the ipg was replaced.

Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.